Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right side breast implant deflation, and bilateral ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a with a unknown size unknown saline implant and was presented with right side breast implant deflation and bilateral ptosis confirmed upon examination by the physician on (B)(6) 2019. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number 3502450; serial number: (B)(4) on the right side and catalog number: 3502450; serial number: (B)(4) on the left side. This report is for the patient¿s left-sided device.